Event description:
In 2009, the patient's mother reported the up and down buttons on the patient's insulin infusion device are working intermittently. She said he would program a bolus pressing the button 16 times but would only hear 8 confirmation beeps. She said his device has not been dropped or exposed to water. She said the patient has had elevated blood glucose readings since a week prior, when she thinks the buttons began malfunctioning. The patient's most recent blood glucose reading at 8 am was 525 mg/dl and he then switched to his backup infusion device. Product was replaced and requested to be returned for evaluation.